Event description:
Patient was revised to address loosening of the tibial tray at the cement/implant interface. Competitor cement was used at the time of original implantation. Poly wear and pitting of the tibial insert was also reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no additional reports against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Review of supplied medical found evidence suggesting positioning of the device was a contributing factor to the reported tibia subsidence. The reported patient large physical stature could also be a contributing factor. No additional investigational inputs were received. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.